Event description:
It was reported to philips that the #3 button on the xl device is broken. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the #3 button on the xl device is broken. There was no patient involvement.